Event description:
A physician at a site in great britain created dictation and completed a report for patient 1. The same physician proceeded onto patient 2 and completed this report also. When the physician called up the report for patient 2, the patient information dictated was correct in the patient 2 report details, but the demographic heading for the report displayed the previously reported patient 1. Patient reports have been corrected and the workstations involved have been restaged and are operational with no more occurrences. There were no reports of patient harm or delay in diagnosis or treatment as a result of the incorrect patient names on the report headings. There was no loss of patient information. Agfa investigation is underway to determine root cause of this event. A supplemental report will follow to further describe the issue.

Manufacturer narrative:
Patient reports with incorrect demographic headings have been corrected and the workstations involved have been restaged and are operational with no more occurrences. Root cause is unknown at this time. Agfa is continuing the investigation and a supplemental report will follow to further describe the issue. There were no reports of patient harm or delay in diagnosis or treatment as a result of the incorrect patient names on the report headings. There was no loss of patient information.